Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 880 mg/dl and also had an second hospitalization on (B)(6) 2020. Customer was experienced symptoms such as headache, weak and disoriented, throwing up. The customer was treated with intravenous insulin. Customer was not using auto mode. Customer did not want troubleshooting. The insulin pump will not be returned for analysis.